Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via social media that the patient's ipg was getting hot when charging. Burning in the surrounding area was noted. No further information could be obtained.